Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a procedure to reposition the implantable pulse generator (ipg) due to pocket pain. The patient is recovering well post-operatively. Nothing added or removed.